Event description:
In 2008, these implants were used in conjunction with a graft jacket (which was not a mitek device). At 13 days post procedure, the graft jacket and anchors were removed due to an infection. Vicryl was used to suture the jacket, and pt reported acne on his back which was the same bacterium found at the surgical site. The surgery center notified mitek as a courtesy, but the dr and facility are not questioning the mitek prods. Please also see 1221934-2008-00434, 00435 & 00436.

Manufacturer narrative:
The prod is not being returned to depuy mitek therefore an eval cannot be performed at this time, and no other info has been provided such as culture results by the institution at this time. A batch record review has been conducted to determine if there any internal processing issues which would have contributed to the nature of the prod complaint. Our results indicate that this batch of prod was processed without incident and therefore there is no internal assignable cause for the reported problem. Based on the info provided to date, no other root-cause could be determined. The surgery center notified mitek as a courtesy, it was noted the dr and facility are not questioning the mitek prods. The purpose of this medwatch is to document the event. No further action is warranted at this time.